Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device was not returned for evaluation, however, review of the provided photo confirmed the device was broken. The investigation did not establish that a broader investigation or corrective action was necessary. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Before starting a total shoulder replacement, the sterile tray was unwrapped to be used for the case and the size 48 mm glenoid pin guide was found to be broken. It had not been used.